Event description:
General report received of an unspecified number of undocumented incidents of the clave ports remaining in the open position; subsequently, blood loss was noted. The clave ports were accessed with 3-way stopcocks for delivery of technetium. It was reported that after the 3-way stopcocks were removed, the silicone sleeves of the clave ports remained in the depressed position. It was reported that a "few drops" of blood was lost. The slide clamps were closed. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. (B) (4). (B) (4).